Manufacturer narrative:
Product event summary: at analysis, it was noted upon incoming inspection that the device was received in good cosmetic and mechanical condition, however when an incoming test was performed on the automated test console, it failed for heart wire connectors and the atrial heart wire. It was additionally noted that the battery contacts were contaminated. The main board was calibrated, the battery contacts cleaned and the device then passed all tests with no visual/electrical anomalies.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.